Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of inappropriate anti-tachycardia pacing delivered for a supra-ventricular tachycardia (svt) rhythm. It was determined that the implantable cardioverter defibrillator detected the svt rhythm in the ventricular fibrillation zone and therapy was delivered. Programming changes were recommended. The physician elected to not make any changes as the therapy successfully converted the arrhythmia to a sinus rhythm. The patient was not reported to be symptomatic.